Event description:
During a gyn procedure, it was noticed that the active blade had broken off the instrument. The blade was removed from the pt and the case was completed with a second instrument with no pt conseqeunce.